Event description:
Leads were removed from service due to an insulation break. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD), the physician noted the leads had a silastic insulation break. The leads were capped and replaced with another bipolar lead. Implanted 1/4/93. Removed from service-8/9/96. Implant months-43.